Manufacturer narrative:
Based on the claim against the product by the customer, noting a green tint on the right eye, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the endoscopic controller to correct the reported problem. The system was tested and verified as ready for use. Isi has received the endoscopic controller (ec) associated with this complaint and completed investigations. The failure analysis investigations replicated the customer reported complaint. During fa investigations, the ec was installed on the printed circuit assembly (pca) system. The system started off with a green tint display, then changed to normal after a couple of seconds. The power cycle was performed, and the green tint was gone at the end of the power cycle. As a precautionary measure, the light engine will be replaced. The visual inspection showed that the endoscopic controller was in good condition and that the rj45 dust cover was missing. The complaint regarding the green tint on the right eye was confirmed based on the field evaluation and the failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: site reported that the right eye had green tint during surgery. The ec was replaced after the completion of the procedure to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the operation room (or) staff contacted the technical support engineer (tse) to report right eye has green tint during surgery. The or staff stated the image was good when scope was first connected. The or staff reseated scope three times before calling. The or staff tried a new scope, new scope image was good for a few minutes, then right eye tint returned. The or staff requested system be checked. The tse viewed onsite logs, no image or scope related messages in logs. The surgeon was continuing with case robotically. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.